Event description:
During the procedure, the facility reported difficulty ventilating the pt. A bronchoscopy showed to be what appeared to be murphy eye being blocked against the tracheal wall. The cuff of the contact emg tube did not appear to have inflated uniformly and the distal tip appeared to have "collapsed on itself." Additionally the facility reported the pt experienced a bilateral pneumothorax and "coded twice". Afterwards, the pt was admitted to ICU, and fully recovered. A supplemental report will be filed as info becomes available. At the time of this report, it is unclear as to the connection between the endotracheal tube and the pneumothorax.

Manufacturer narrative:
The lot, actual type, and size of the emg contact tube has not been provided by the customer. (B)(4).